Manufacturer narrative:
After the event the ventilator was removed to clinical engineering for investigation. Analysis showed that the air valve had failed, a replacement was fitted. The ventilator was fully tested and run for extended time to confirm that the fault was fixed before returning to use. The log book could not be downloaded as it was deleted during a software update. The replaced valve has been scrapped. It can be concluded that the evita xl detected deviations due to a failure of the air valve. Reasons can be a sticking valve cartridge which causes increased power consumption with the consequence that internal dc voltage drops below specified value or not correct closing of the valve with the consequence that gas concentration and flow don¿t fit to the expected values. In each case the deviation is detected by the internal monitoring of the evita xl and a warmstart is initiated to restore valid conditions for continuing of ventilation. As the problem could not be solved the warmstart recurred. During the warmstarts the breathing system is opened to atmosphere to allow spontaneous breathing and a continuous alarm is generated. The failure rate of the concerned valve is within the accepted range.

Event description:
It was reported that: ventilator failed whilst in use on a patient. It spontaneously turned off with the screen going blank and the alarm sounding. It briefly turned back on then off again. Patient began to de-saturate which was dealt with quickly by nursing staff and a replacement ventilator substituted. No injury reported.